Manufacturer narrative:
(B)(4). Upon follow up, the caregiver reported the patient was hospitalized for three weeks for the previously reported peritonitis event. It was also reported the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved or if the patient was recovered prior to death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by diarrhea and dehydration. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report the patient outcome was not reported. On an unreported date the patient was discharged from the hospital. Dianeal therapy was ongoing. No additional information is available.